Event description:
The hospital reported that upon opening the vh-2000, it was noticed that the tip was broken. The procedure was completed using a replacement device. No pt effect was reported by the hospital.

Manufacturer narrative:
Incident description: during investigation, it was observed that a portion of the scope wash tubing was broken but still securely bonded to the c-ring, the remainder of broken tubing was inside cannula lumen; complaint is confirmed for the tip (scope wash tubing) was broken. The lhr review was completed, and there was no non-conformance associated with this lot number.